Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s wife reported customer received a reading from his adc freestyle libre sensor that he subsequently believed was erroneous. Caller further reported that on (B)(6) 2018 at 6:00 pm, customer received a sensor scan result of 9.7 mmol/l (175 mg/dl) which was compared to a blood glucose meter result of 3.1 mmol/l (59 mg/dl). At the time the readings were received the customer was experiencing ¿regular hypo symptoms and felt heavy¿. Customer subsequently lost consciousness. Caller noted customer has hypoglycemia unawareness. Paramedics were called and upon arrival received an unspecified reading on their meter and treated him with unspecified ¿gel, an injection¿ and ¿started a line¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A valid sensor serial number was not provided. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for all libre sensor kits within expiration at the time of complaint were reviewed and showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed and there were no confirmed complaints within the trend data in this review. Therefore, there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s wife reported customer received a reading from his adc freestyle libre sensor that he subsequently believed was erroneous. Caller further reported that on (B)(6) 2018 at 6:00 pm, customer received a sensor scan result of 9.7 mmol/l (175 mg/dl) which was compared to a blood glucose meter result of 3.1 mmol/l (59 mg/dl). At the time the readings were received the customer was experiencing ¿regular hypo symptoms and felt heavy¿. Customer subsequently lost consciousness. Caller noted customer has hypoglycemia unawareness. Paramedics were called and upon arrival received an unspecified reading on their meter and treated him with unspecified ¿gel, an injection¿ and ¿started a line¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.